Manufacturer narrative:
This report is being submitted to report (B)(4). 0001038806-2019-00352 has also been submitted. Concomitant medical products: full osseotite® tapered certain® implant 3.25 x 13mm, item #: ifnt3213 lot #: 2015121150. The following information is unknown at the time of this report: product code unknown. The device is expected for evaluation, but has not yet been received. Once the investigation is complete, a follow up medwatch report will be submitted.

Event description:
It was reported that the gold screw broke in the implant at tooth location 6. The dr was unable to retrieve the broken screw from implant. The implant was removed. There was no report of patient injury. The patient will not return to have implant replaced.

Manufacturer narrative:
B5: it was reported that the gold screw broke in the implant at tooth location 7. The dr was unable to retrieve the broken screw from implant. The implant was removed. There was no report of patient injury. The patient will not return to have implant replaced. G4: 03 jul 2019. The reported device and concomitant device were received for evaluation. The abutment and crown was also received. Visual inspection of the returned devices identified that the screw was found in the returned abutments. The reported condition of a screw that fractured inside of the implant and was unable to be retrieved was confirmed. A device history record (DHR) and complaint history review could not be performed for the reported screw as the item and lot number are unknown. A DHR review was completed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported concomitant implant for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the gold screw broke in the implant at tooth location 6. The dr was unable to retrieve the broken screw from implant. The implant was removed. There was no report of patient injury. The patient will not return to have implant replaced.